Event description:
On (B)(4) 2013, cormatrix cardiovascular rec'd details of an event involving the use of cormatrix ecm for carotid repair and a reported pseudoaneurysm. Details of the event are provided below. On (B)(6) 2013, the pt underwent a left carotid endarterectomy with cormatrix patch angioplasty. The pt developed a left carotid pseudoaneurysm and underwent reoperation approx 2.5 months later on (B)(6) 2013.